Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump (CPR). The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the centrifugal pump touch screen was unresponsive during set up. The touch screen was replaced with one from another pump in order to use the system for the procedure. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the centrifugal pump touch screen was unresponsive during setup. The touch screen was replaced with one from another pump in order to use the system for the procedure. There was no patient involvement. The involved touch screen was returned to sorin for evaluation. During functional testing, the reported issue could not be reproduced and the device worked as specified, but a visual inspection of the returned touch screen found signs of fluid damage, which could be responsible for the reported failure. A review of the DHR could not identify any concessions, deviations or non-conformities relevant to the reported failure. No trend increase has been identified for this type of issue. The issue will be monitored for trends and if any are identified, corrections will be recommended.

Event description:
Sorin group (B)(4) received a report that the centrifugal pump touch screen was unresponsive during set up. The touch screen was replaced with one from another pump in order to use the system for the procedure. There was no report of patient involvement.